Event description:
Event description cpi received information that the pacing impedance measurements for this implantable pulse generator (ipg) have been progressively increasing since the ipg was implanted on 01/22/96. It was also reported that there has been a corresponding rise in the patient's pacing thresholds.